Event description:
It was reported that customer pump screen was broken, with touchscreen cracked, unreadable, and unresponsive, although pump was still able to start, charge, and connect to computer. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation and received replacement pump, and no additional information was available regarding further actions or outcome.